Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of 40 mg/dl. The cause was unknown. Carbohydrates were consumed to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.